Event description:
The complaint is classified based upon info a pt/layperson gave to a customer care advocate, cca, in 2008. The pt reportedly obtained an apply sample message on her onetouch basic meter after applying blood. The issue was resolved through troubleshooting with the cca. The cca upgraded the products. The issue reportedly first occurred thirty days prior to calling lifescan. At an unknown time thereafter, the pt was tired and thirsty. The pt reportedly took an increased amount of her oral meds, glyburide and actos. No medical intervention was required. However, because the pt noted she became thirsty, a symptom, which can be associated with hyperglycemia, after the issue began, this complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.